Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.

Event description:
It was reported that there was a single ma on in error message. This error results in a system shutdown. This caused a loss of imaging functionality. There is no report of injury or death associated with this event.